Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis and cellulitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. It was unknown if the patient was hospitalized. It was not reported if a peritoneal effluent culture was obtained. Treatment was not reported. The outcome was not reported. It was not reported whether dianeal therapy was ongoing. An opinion of causality was not reported. On (B)(6) 2011, the patient was seen in the emergency department for cellulitis. The patient was not hospitalized for the cellulitis. Treatment included an unspecified antibiotic. The patient was recovering. The nurse reported the event of cellulitis was not related to dianeal therapy, but did not comment on the event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot h10k17109, h10j17028 and h10i24108 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.